Event description:
Procedure type: colectomy. According to the reporter: during anastomosis, an eversion of mucous membrane occurred between the staples, on approximately 1/3 of the circumference. The procedure was converted into laparotomy and the anastomosis was redone.